Manufacturer narrative:
From the provided calibration data, it was determined the customer calibrated the system with non-roche standards. This is an off-label use of the product. The investigation did not identify a product problem.

Manufacturer narrative:
As no other samples were affected, an issue with this patient sample was suspected.

Event description:
There was an allegation of a questionable ise indirect gen.2 chloride result from the cobas 6000 c501 module. The initial result was 105 mmol/l. The result from another device was 123 mmol/l. No questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.